Event description:
It was reported that during a lobectomy procedure, half of the staples were marginally acceptable, but the remaining staples at the distal half of the cartridge were malformed. Additional suturing was performed to complete the case. There were no adverse consequences to the patient.